Manufacturer narrative:
Analysis of neurostimulator model 7426 serial # (B)(4) showed no significant anomalies. Testing of the ins battery showed that it passed testing which indicated that the battery was not discharged (voltage = 3.75 volts). Initial therapy impedance testing (using a known good extension) with the clinician programmer showed good values (592 ohms) across the active electrodes. When the ins was tested with the returned extension, no short circuits were seen. No further determination as to the possible cause of the low impedances that were reported was possible since the leads involved in the event were not returned and could not be tested with the ins. Analysis for extension model 7482 serial #(B)(4) showed no significant anomalies. The body of the extension was cut through and segmented. Analysis of extension model 7482 serial #(B)(4) showed no significant anomalies. The body of the extension was cut through and segmented.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Implantable neurostimulator (ins) model 7426, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, lead model 3387, lot # v013055, implanted: unk, explanted: unk; lead model 3387, lot # v015231, implanted: unk, explanted: unk; extension model 7482, serial # (B)(4), implanted: unk, explanted: unk; extension model 7482, serial # (B)(4), implanted: unk, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a regular follow up battery depletion was observed in one year. The healthcare provider (hcp) performed an impedance check and the result showed low impedance. The hcp decided to replace the extensions and the implantable neurostimulator (ins) on (B)(6) 2011. At the replacement, an impedance check was performed again and the results were as follows: right side: 3.5v, 180us, 135 hz, bipolar, #0-1 <(><<)>50ohms 264ua left side: 3.5v, 210us, 135hz, bipolar, #1-3 <(><<)>50ohms 268ua. After the replacement, an impedance check was performed and the left side ins system had normal impedance value but the right side of the ins system still showed low impedance (#0 1 <(><<)>50 ohms, 200ua). The hcp decided to use the same lead and changed the electrode strings to #0(-), #2(-), #3(+). The patient received stable stimulation. The extensions were cut with surgical instruments at explant when the hcp removed them. Refer to manufacturer report # 9614453-2012-00008.